Manufacturer narrative:
Initial reporter address 1: yangsan univ, bumea-ri, mulkeum-eup. A synergy ous mr 3.00 x 48mm stent delivery system was returned for analysis. A visual examination of the stent found stent damage. Struts in the proximal region were noted to be lifted. The undamaged stent outer diameter was measured and the result was within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of distal tip damage. A visual and tactile examination of the hypotube shaft found multiple kinks. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during analysis.

Event description:
Reportable based on device analysis completed on 26-jan-2021. It was reported that crossing difficulties were encountered. The 80% stenosed target lesion was located in the moderately tortuous and moderate to severely calcified distal left anterior descending artery. Pre-dilation was performed with a 2.50x20mm maverick balloon catheter. A 3.00 x 48 synergy drug-eluting stent was advanced for treatment but failed to cross the lesion. The procedure was completed with a different device. There were no patient complications reported and the patient status was stable. However, returned device analysis revealed a stent damage.